Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported that the touch screen malfunction. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on patient. The issue was discovered during set-up. No delay noted. The field service engineer replaced the touchscreen to address the reported issue.

Manufacturer narrative:
G4:07apr2021. B4:08apr2021. It has been identified that MFR report is a duplicate report and should be nulled. The MFR report#: 2031642-2020-03613 is the correct MDR and is the primary complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.